Manufacturer narrative:
The pod was received with corrosion on multiple internal components including the pcb assembly. Download data was unable to be retrieved as a result of the corrosion. As a result, it could not be confirmed whether the reported hazard alarm was generated. Fluid was observed to leak from a tear on the internal portion of the soft cannula. The tear caused the resulting internal corrosion and data loss. It could not be conclusively determined whether the observed tear and leak contributed to the reported alarm. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a pod alarm occurred during attempted bolus delivery after approximately 4-24 hours of wear on the abdomen. This led to the patient¿s blood glucose levels increasing above 300 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation and a torn cannula was identified.